Event description:
Event description guidant/crm received information that during a replacement of an implantable cardioverter defibrillator (ICD) for normal battery depletion, the physician noted a fracture of patch lead, with a reading of greater than 2500 ohms. The entire chronic lead system was electively removed and replaced with another guidant lead.